Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from (B)(6) hospital, in USA. The title of this report is ¿a retrospective data collection of the treatment of the ankle with the t2 ankle arthrodesis nailing system¿ which is associated with the stryker ¿t2 ankle arthrodesis nailing¿ system. This report includes research done on 127 patients between the period april, 2019 and january, 2020. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses pain over anterior shin and cortical reaction. The report states: ¿(B)(6) year old female with a past medical history of (B)(6), prediabetes (hgb a1c of 6.4), obesity, and hypothyroidism who sustained a pilon fracture that was treated by an outside hospital in (B)(6) 2016 with open reduction internal fixation. She subsequently developed an infectious nonunion and underwent an irrigation and debridement and deep implant removal in (B)(6) 2017. She developed significant traumatic arthropathy and a varus ankle deformity and underwent a tibiotalocalcaneal fusion with a stryker t2 ankle arthrodesis nail (10x200mm) in (B)(6) 2017. She was noted to have clinical and radiographic consolidation at 151 days from surgery. She began to develop pain over her anterior shin as well as a cortical reaction which was believed to be secondary to a stress riser at the proximal aspect of the nail first reported at postoperative day 403. Discussion was had to potentially remove the implant at her follow-up on (B)(6) 2019. However, she was subsequently lost to follow-up.¿